Event description:
Information received from the field notes that during a follow-up, dashes (---) were noted for the programmed parameters. Emergency vvi was utilized but most parameters could not be reprogrammed. There were no consequences to the patient.